Event description:
A report was received that during a revision procedure, the clik anchor was replaced due to a suspected malfunction. The patient was doing well postoperatively.

Event description:
A report was received that during a revision procedure, the clik anchor was replaced due to a suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the clik anchor passed visual tests performed. The complaint was not confirmed. The clik anchor is intact and no parts of it are missing. The clik anchor was tested with a known good lead and it was locked down without any anomalies.